Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field (B)(6) 2016. Results: a box of samples was returned for evaluation, approx 200 total. Evaluated sample tubes were draw tested, and then allowed to sit to reveal possible creepage issues. Tubes were then checked and shaken for shield integrity to see if stoppers would loosen. Stopper creepout and leakage was not observed on returned evaluated samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5210996. Conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode for loose or leaking stoppers with returned samples.

Event description:
It was reported that several lt. Green bd hemogard¿ closures are loose and/or leaking from 13x75 mm, 3.0 ml, bd vacutainer® plus plastic pst tubes for plasma separation. No serious injury, blood to mucous membrane exposure or medical intervention was reported.